Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received returned product from mortuary with information that the patient died (B)(6) 2015.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) model 37711 serial (B)(4) showed no significant anomalies. The battery had a reduced capacity due to an overdischarge. The device was received with no telemetry and was recovered with a physician mode recharge (pmr). The trace report showed a total recharge count of 235 with the last recorded recharge session (while the device was implanted) occurred on (B)(6) 2015. The ins was recharged for 9 minutes and the battery charge went from 3.785 volts to 3.810 volts. The ins battery discharged to the lock mode on (B)(6) 2015. Also, per the trace report, the last usage by the patient occurred on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4)

Event description:
It was reported that there was a sudden loss of stimulation and therapeutic effect. There was also stimulation in the wrong location. Reprogramming and impedance testing were performed. After 6 years of good coverage, one month ago the patient lost coverage of his back. He was reprogrammed last week and the patient successfully regained the coverage. However, by the time the patient got home, the back coverage was once again gone. The patient called the manufacturing representative (rep) for additional programming. Impedances were normal. Upon and down and across both leads, the rep was only able to obtain knees, thighs and flank areas on both leads. Some programs the patient would not even feel it at maximum volts. The patient had no falls recently to explain the change in coverage. The patient just had x-rays done the patient was advised to see a pain doctor to compare post implant x-rays with yesterday's films. They were going to wait for the appointment and go from there. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the x-rays showed the leads were at t8 and t9. The cause of the loss of stimulation was not determined and the patient saw the implanting doctor on (B)(6) 2015. At the doctor's appointment the patient had four new programs created by the manufacturer representative that seemed to get a little coverage in the back. The patient was going to follow-up with the manufacturer representative in a week to see how things were going. If additional information is received a follow-up report will be sent.